Event description:
It was reported that an intermittent malfunction alarms occurred. Customer¿s blood glucose (bg) level was "high", although a specific value was not given. A manual injection was administered to address elevated bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.